Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose level was 300 mg/dl. Trouble shooting was performed and after changing reservoir customer was able to bolus 5 unit of insulin. Customer treated high blood glucose with manual injection. Customer declined trouble shooting for high blood glucose. The device will not be returned for analysis.